Event description:
It was reported that a vns patient underwent full revision surgery on (B)(6) 2015. The lead was replaced due to lead break. The patient's vns system was tested upon connection of the new lead to the new generator and system diagnostics returned impedance results within normal limits (dcdc code 1). Additional information was received indicating that the generator was replaced due to battery depletion. No patient adverse events were reported. The explanted devices were not returned to the manufacturer for analysis to date. Review of manufacturing records confirmed that both, the generator and the lead passed all functional tests prior to distribution. No additional relevant information was provided to date.